Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the ins had been causing discomfort where it is at right now. It caused hip pain. Patient started noticing it 6 months ago. About 3 months ago patient mentioned it to hcp. Patient visited the surgeon dr. Gregory castiglia 2 weeks ago. They reached out to a medtronic rep. Patient had a follow up with the surgeon today and also met with a medtronic rep mark today. At the minimum the surgeon is going to move the battery pack but they told patient to try charging so that they know if battery might need to be replaced.